Event description:
Victim was a 50-year-old male who was injured in a fall and taken to an emergency room of a hosp for treatment. The victim was advised that a catheter would have to be inserted before anything further could be done for him. The catheter would not deflate, once it was inserted. The victim was in constant pain from the catheter and, when efforts failed to remove the catheter, an open cystotomy was performed to remove the catheter.